Event description:
Two patient samples with discrepant troponin t results. Sample 1: initial result 0.77 ng/ml, repeat <0.010 ng/ml. Sample 2, initial result 0.78 ng/ml, repeat <0.010 ng/ml. The initial results were not reported. If additional information is received, appropriate notification will be provided.